Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-4-40-10 stent device was returned for analysis inside a sealed biohazard bag and a shipping box. The non-mdt catheter was not returned with the device. Additionally, the model and size of the catheter were not reported. The distal broken segment of the pusher wire was returned but was lost during the decontamination process. Damaged location details: the solitaire fr4-4-40-10 pusher wire was observed to be broken at 183.5cm from the proximal end of the pusher wire. No other anomalies were found. The broken end of the pusher wire was sent out for sem analysis. Testing/analysis: the broken end of the pusher wire was sent out for scanning electron microscopy (sem) failure analysis. The sem failure analysis results showed that the broken end failed due to tension overload. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the solitaire delivery wire broke/disconnected. The patient was undergoing surgery for treatment of an ischemic cerebral infarction of the internal carotid artery. There was 1 pass with the solitaire. It was noted the patient's vessel tortuosity was moderate. It was reported that the delivery wire broke when the solitaire was removed from the catheter in 1 pass. Torque was not applied to the delivery pusher during the procedure and there was no resistance. The stent was removed from the body. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Additional information received reported there was no particular resistance or other issue prior to the solitaire stent dislodgment. The catheter used in the procedure was not a medtronic device; the model information was not provided. It was clarified that there was no issue or break with the catheter, only the solitaire delivery wire broke. All fragments were successfully removed from the patient. There was no stenosis proximal to the thrombus site. The characteristics of the clot were unknown. The cause of the solitaire pushwire break was unknown. A solitaire 6mm stent was used to complete the procedure.

Manufacturer narrative:
E1. Reporting physician information was not provided due to country privacy laws. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.